Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An unspecified absolute pro self-expanding stent was deployed without issues. A 6.0x100mm absolute pro self-expanding stent was going to be deployed overlapping the first stent by 1cm in order to cover the whole lesion; however, the thumbwheel stopped working. The stent partially deployed for 2cm. The thumbwheel was stuck; therefore, the catheter was cut and the stent was able to be deployed within the target lesion but was very elongated. Another unspecified stent was deployed over the elongated stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were not confirmed due to the condition of the returned unit and the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints for this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing the thumbwheel to lock-up. However, this could not be confirmed. The elongation of the stent likely occurred as the delivery system was being withdrawn prior to being cut with the stent partially deployed. The additional treatment was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. An unspecified absolute pro self-expanding stent was deployed without issues. A 6.0x100mm absolute pro self-expanding stent was going to be deployed overlapping the first stent by 1cm in order to cover the whole lesion; however, the thumbwheel stopped working. The stent partially deployed for 2cm. The thumbwheel was stuck; therefore, the catheter was cut and the stent was able to be deployed within the target lesion but was very elongated. Another unspecified stent was deployed over the elongated stent. There was no clinically significant delay in the procedure. No additional information was provided.